Event description:
(B) (4). Pt reported being diagnosed with acanthamoeba keratitis and it took 13 months to overcome the infection. Pt underwent treatment with unspecified eye drops for several months resulting in scarring on left eye which prevents lens wear. Pt attributes the event to use of the product, bausch + lomb moisture care, however, bausch + lomb does not produce a product called moisture care. Followed up with FDA by telephone and pt details were provided. Multiple attempts were made to the pt for add'l info. There has been no response from the pt.

Manufacturer narrative:
The product was not returned for eval. The lot number and the product type are unk. Medical documentation was not rec'd. Based on all info, no causal factors can be determined and no conclusion can be drawn.